Event description:
Information received by medtronic indicated that insulin pump was flashing white display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported a flashing white display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. The trace downloader program was unable to boot up, and the unit booted up to a blank screen with the red notification led flashing and the vibrator vibrating instead. A second attempt to download a xtest file and then upload the bootloader traces was successful. Nine consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j1, components located at the top of the back side; pcba2--j1, lcd flex cable terminal, components located at the top of the front side; force sensor. The force sensor zero offset measured out of spec = -428 mv. In summary, the customer¿s report of a flashing white display was not confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the nine consecutive occurrences of the error code = 0x00000044 are due to the moisture damage on the force sensor. (B)(4).